Event description:
The device evaluation identified a reportable malfunction, under-delivery.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery. Visual damage was identified on the pump housing, and the pole pieces of the motor were found to be misaligned. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.